Event description:
It was reported that on (B)(6) 2014, when they removed the dilaudid/compounded baclofen combination from the pump and refilled the pump with dilaudid only, the bridge bolus was incorrectly performed. The next day the patient was feeling lethargic and drowsy. In reviewing the programming, the hcp (healthcare provider) discovered that they had programmed the old drug desired dose incorrectly for the baclofen; they stated they programmed it as 112 mcg/day instead of the correct dose of 49.01 mcg/day; review of the telemetry strip from that date indicated the correct old drug desired dose for the baclofen should have been 29.99 mcg/day. The bolus dose was 57.26 mcg with a bolus duration of 12 hours and 16 minutes. The patient received more drug during the 12 hours that the bolus was running than he normally received per day. The patient was on his way into the clinic. They were planning to program the pump to minimum rate and have the patient in the clinic with the pump programmed to minimum rate mode for observation. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).